Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, one week after the patient underwent renal-artery 7x24 palmaz blue on aviator plus balloon implantation, the patient was readmitted with pain in the right thigh. About a week after the procedure, a type iii fracture of the stent occurred. The stent fractured at the renal artery opening, and the broken portion migrated through the abdominal aorta to the right femoral artery, causing some reduction in blood flow. The fractured portion was retrieved through an interventional procedure in collaboration with vascular surgery. Due to the presence of blood in the broken portion and to prevent medical contamination, the sample was disposed of on-site and could not be returned. The patient is currently in good condition. No damage was noted prior to inserting the device into the patient. The device was stored according to the instructions for use (IFU). No anomalies were noted prior to use. The stent delivery system (sds) was prepped according to IFU guidelines. No difficulty was noted during prep. The stent was not manipulated during preparation. The stent was properly mounted on the system when inspected prior to use. The inflation device was in the neutral position when the system was being advanced or withdrawn. No resistance or friction was encountered while inserting the balloon through the rotating hemostatic valve or the guide catheter. The stent was deployed at 12 atm of pressure. Ivus was performed after the initial stent placement. The intended procedure was for renal artery stenosis. The target lesion vessel diameter was 6mm. The lesion was not calcified. The vessel was not tortuous. The percentage of stenosis was 65%. The device was not used for a chronic total occlusion. The diameter of the unconstrained stent was 1¿2 mm larger than the vessel diameter. No difficulty was encountered while advancing or tracking the sds toward the lesion. No unusual force was used during the procedure. There was no difficulty crossing the lesion. The catheter was never in an acute bend.

Manufacturer narrative:
As reported, one week after the patient underwent renal artery 7x24 palmaz blue on aviator plus balloon implantation, the patient was readmitted with pain in the right thigh. About a week after the procedure, a type iii fracture of the stent occurred. The stent fractured at the renal artery opening, and the broken portion migrated through the abdominal aorta to the right femoral artery, causing some reduction in blood flow. The fractured portion was retrieved through an interventional procedure in collaboration with vascular surgery. Due to the presence of blood in the broken portion and to prevent medical contamination, the sample was disposed of on-site and could not be returned. The patient is currently in good condition. No damage was noted prior to inserting the device into the patient. The device was stored according to the instructions for use (IFU). No anomalies were noted prior to use. The stent delivery system (sds) was prepped according to IFU guidelines. No difficulty was noted during prep. The stent was not manipulated during preparation. The stent was properly mounted on the system when inspected prior to use. The inflation device was in the neutral position when the system was being advanced or withdrawn. No resistance or friction was encountered while inserting the balloon through the rotating hemostatic valve or the guide catheter. The stent was deployed at 12 atm of pressure. Ivus was performed after the initial stent placement. The intended procedure was for renal artery stenosis. The target lesion vessel diameter was 6mm. The lesion was not calcified. The vessel was not tortuous. The percentage of stenosis was 65%. The device was not used for a chronic total occlusion. The diameter of the unconstrained stent was 1¿2 mm larger than the vessel diameter. No difficulty was encountered while advancing or tracking the sds toward the lesion. No unusual force was used during the procedure. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The device was not returned for evaluation; however, two images and one video were provided for review. One fluoroscopy image shows the stent in place with the wire in the renal artery. The video shows a live shot of the patent renal artery with the stent in place. The third image shows a severely damaged stent on a gauze. The length and size of the recovered stent cannot be determined. A product history record (phr) review of lot 82308774 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent fractured-separated¿ and ¿stent migration¿, which occurred one-week post-implantation, was observed in the images provided for review. Based on the information available this was likely due to mechanical fatigue at the renal artery ostium¿an anatomical region subject to significant motion and stress. Despite no procedural anomalies, calcification, tortuosity, or lesion resistance, the stent was oversized by 1¿2 mm relative to the 6 mm target vessel, which may have increased radial force and introduced focal stress points. These factors, combined with the high dynamic mechanical environment of the renal-aortic interface, likely led to crack initiation and propagation, resulting in stent fracture and migration into the right femoral artery. The stent design, while structurally sound under static conditions, may have been vulnerable to cyclical flexion fatigue. Although physical examination of the recovered fragment was not possible, imaging confirmed deformation consistent with high-stress mechanical failure. The retrieval was successful, and the patient remains in good condition. The ¿pain¿ reported cannot be verified as this is an adverse event that can potentially occur during angioplasty procedures which is well-known and extensively documented as a potential complication. According to the warnings in the safety information in the instructions for use, ¿appropriate sizing of the vessel is required. The expanded stent diameter should approximate the diameter of the vessel just distal to the stenosis to reduce the possibility of stent migration from the implantation site due to under-expansion and the potential for vessel damage due to over-expansion. Overstretching of the artery may result in rupture and life-threatening bleeding. In the event of complications, surgical removal of the stent may be required. Standard surgical procedure is appropriate. Measure the length of the target lesion to determine the length of stent required. Size the stent length to extend slightly proximal and distal to the lesion, taking stent foreshortening into account (refer to label for stent length when fully expanded). B. The appropriate stent length should be selected based on covering the entire obstructed segment with a single stent. Note: should more than one stent be required, place the stent most distal from the puncture site first, followed by placement of the proximal stent in tandem. C. Measure the diameter of the reference vessel to determine the appropriate size stent system.¿ based on the product history review (phr) and the picture analysis performed, there is no evidence to suggest that the event experienced by the customer is related to a manufacturing issue. Although the device was not returned for physical evaluation, the available image-based assessment did not reveal any manufacturing-related anomalies. Therefore, no corrective or preventive action is warranted at this time.

Event description:
As reported, one week after the patient underwent renal-artery 7x24 palmaz blue on aviator plus balloon implantation, the patient was readmitted with pain in the right thigh. About a week after the procedure, a type iii fracture of the stent occurred. The stent fractured at the renal artery opening, and the broken portion migrated through the abdominal aorta to the right femoral artery, causing some reduction in blood flow. The fractured portion was retrieved through an interventional procedure in collaboration with vascular surgery. Due to the presence of blood in the broken portion and to prevent medical contamination, the sample was disposed of on-site and could not be returned. The patient is currently in good condition. No damage was noted prior to inserting the device into the patient. The device was stored according to the instructions for use (IFU). No anomalies were noted prior to use. The stent delivery system (sds) was prepped according to IFU guidelines. No difficulty was noted during prep. The stent was not manipulated during preparation. The stent was properly mounted on the system when inspected prior to use. The inflation device was in the neutral position when the system was being advanced or withdrawn. No resistance or friction was encountered while inserting the balloon through the rotating hemostatic valve or the guide catheter. The stent was deployed at 12 atm of pressure. Ivus was performed after the initial stent placement. The intended procedure was for renal artery stenosis. The target lesion vessel diameter was 6mm. The lesion was not calcified. The vessel was not tortuous. The percentage of stenosis was 65%. The device was not used for a chronic total occlusion. The diameter of the unconstrained stent was 1¿2 mm larger than the vessel diameter. No difficulty was encountered while advancing or tracking the sds toward the lesion. No unusual force was used during the procedure. There was no difficulty crossing the lesion. The catheter was never in an acute bend.